Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned positioned correctly in the iol case. Solution is dried on both surfaces of the optic and one haptic. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "scratched lens". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and one haptic. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed optic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was scratched. The surgery was completed with no delay. There was no patient impact.